Event description:
Informed by infusion pump MFR, sigma international, that the most recent e-prom upgrade (phase IV) to the model 8000 infusion pump will cause inaccurate volume delivery if pump is stopped and restarted with a new delivery rate selected. Volume must also be re-entered when new rate is selected to avoid this problem. Sigma has new upgrade to resolve problem.